Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had hematoma with symptoms numbness and tingling from down the waist. The physician cleaned out the hematoma and placed a drain. The physician believed hematoma was not device related. The patient was doing well postoperatively.